Event description:
Pt had a contour thread procedure in 2006 and has had frequent problems with gore-tex extrusion. Pt required surgical intervention to remove gortex that had been extruding from insertion sites. Pt had chronic infection at insertion sites which required three courses of antibiotics.

Manufacturer narrative:
The gore-tex was used with the ct400 contour threads. The gore-tex is not manufactured by surgical specialties corporation (dba angiotech). The gore-tex pledget could be used in conjunction with the contour thread.